Event description:
During the procedure, the surgeon stated the cutter from the 28 g vitrectomy pack was not working. A new cutter was retrieved and used without issue. No harm came to the patient and there were no major delays due to this issue. The local representative was notified by surgical staff.